Manufacturer narrative:
H10, h2, h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the controller the warranty seal is not broken and in its original condition. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and a hardware failure f4 immediately came up with an acousical sound and the red attention led; the failure cannot be reset. The complaint was confirmed and the root cause was associated with a component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Event description:
It was reported that, during set up for an arthroscopy procedure, the quantum 2 controller was displaying an f4 error code. No patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.